Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with infusion set on (B)(6) 2026. The infusion set cannula was curved when she removed the site. The patient noticed symptoms after three hours of insertion. The infusion set was in use for less than two days. The site of insertion was abdomen. The blood glucose (bg) was high between 350-400 mg/dl, and treated it with correction injection via multiple daily injection (mdi). No further information available.